Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked. The following information was provided by the initial reporter: on (B)(6), 2020, the infusion joint was connected, and it was found that the injection resistance was very high and the drug could not be injected normally. The responsible nurse immediately replaced the infusion joint to avoid a medical accident and she had reported it to the equipment department.

Manufacturer narrative:
A 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19075412. Further information relating to the customer's experience was not available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19075412 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. 2000e china this is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product.-k960280

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked. The following information was provided by the initial reporter: on (B)(6) 2020, the infusion joint was connected, and it was found that the injection resistance was very high and the drug could not be injected normally. The responsible nurse immediately replaced the infusion joint to avoid a medical accident and she had reported it to the equipment department.